Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a routine follow-up. Device interrogation revealed the rv lead was dislodged. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.